Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that during evaluation at zoll UK with the user's multi-function cable (mfc), the device would not provide CPR feedback or enter CPR mode. The mfc was found to be faulty and was replaced. The bottom pin of the mfc low-voltage connector was found damaged and touching the side of the connector. The mfc was scrapped at zoll chelmsford. The device was recertified for clinical use. No trend related to similar reports.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device powered up in the incorrect mode. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.